Event description:
During a lowering operation the lift continued to lower after the down button was released. The attendant, thinking the anti-crush mechanism was not operating, pulled the battery when the patient reached the floor. The lift stopped and the attendant called for help. The resident suffered skin tears and a fractured hip.

Event description:
The facility reports during a lowering operation the lift continued to lower after the down button was released. The attendant, thinking the anti-crush mechanism was not operating, pulled the battery when the patient reached the flor. The lift stopped and that attendant called for help. The resident suffered skin tears and a fractured hip.